Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data gave high current drains of 37ua to 39ua. A software upgrade was performed, but the same results were seen, though lower readings were obtained after programming the voltage to 3v.